Event description:
It was stated that during implantation of the intraocular lens into the left eye, the haptics stuck together. After manipulation, the haptics unfolded. The visual acuity was reported as poor at the one week visit, but the outcome has not significantly interfered with the patient's daily life.

Manufacturer narrative:
The manufacturing record review performed showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). The lens was not returned for evaluation. At the time of the report, the lens remained implanted. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.